Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ECG electrodes non-functional) was confirmed. Upon eval, there was an improper output at the q1 transistor inside ECG electrodes a and b. The cause of the non-functional ECG electrodes is the defective q1 component. The root cause of the defective q1 component cannot be positively identified. No adverse event resulted from the defective q1 component.

Event description:
A us distributor returned an electrode belt indicating that the ECG electrodes were non-functional.